Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vcd power supply was evaluated, replaced and calibrated to the optimal operating voltage. The associated power supply cable was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.